Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's entire scs system was removed due to a possible infection at the ipg site. Follow up on (B)(6) 2014 identified the physician noticed a hematoma and was unsure if an infection was developing.